Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they allege insulin pump was under delivering. The customer¿s blood glucose level was 462 mg/dl. The customer reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 463 mg/dl. The customer experienced symptoms such as nausea, thirsty and sick. The customer was treated with intravenous drip and intravenous insulin. The customer was wearing the insulin pump during the hospitalization. Customer stated that they alleges insulin pump was under delivering due to high blood glucose during last weeks and frequent low battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 3 days, no low battery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.